Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that this event occurred temporarily due to partial break in the cable. The partial break in the cable is considered to have been caused by user handling.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was unable to be duplicated. No issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that while using a camera head, there was no image. No patient involvement or injuries were reported. No additional information has been obtained.